Event description:
It was reported that the site's (B) (4) handheld computer's screen was freezing on the "interrogation successful" screen. Troubleshooting was performed by a company representative which resolved the issue, but the site requested a replacement as event has occurred multiple times. Product has been requested, but has not been returned to manufacturer to date.